Manufacturer narrative:
The ge healthcare service technician performed a checkout of the equipment and observed the continuous beep and no display while switching on the machine. The reported complaint was confirmed. The keypad set, power management board, kit touchscreen were replaced and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative checkout, the machine could not switch on. There was no patient involvement.